Event description:
Boston scientific received information that this recently implanted right ventricular (rv) lead exhibited very high pacing threshold measurements that led to loss of capture. The sensing and impedance measurements were still in normal range. The loss of capture did not result in asystole or syncope. A revision was performed. Lead measurements were taken on both the psa and device and were found to be in normal range. The lead was carefully reconnected to the device and the rv lead and device remain implanted. It is suspected that it was an under-insertion of the lead¿s terminal pin in the device port that may have led to the high pacing threshold measurements. Additional information was then reported that the clinic is once again observing the high pacing threshold measurements. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant provided several troubleshooting methods to help determine if it is a lead issue or another under-insertion issue. Another revision was performed as it was discovered that the rv lead was not fixated well and there was quite a bit of tension on the lead. The physician elected to use an additional wire to better fixate the lead to the tissue. All normal measurements have observed after this second revision. The device and lead remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.